Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call to technical services placed on 12/02/2016 stated that this lead had threshold so the lead was subthreshold. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).